Event description:
Customer's son reported a delivery issue involving a replacement adc blood glucose meter. Caller further reported that on (B)(6) 2013 customer had been experiencing dizziness and was sleeping much more than usual, but due to the delivery issue she could not perform a test. Customer self-treated with an unspecified amount of insulin and then self-presented to her healthcare provider. Customer was diagnosed with hyperglycemia and treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being sent as a final. The complaint involved a delivery issue; hence no product investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. The serial number of the replacement meter is unknown; hence the date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event.